Manufacturer narrative:
The reporter's meter up01593154 was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.7 inr qc 2: 5.6 inr qc 3: 5.6 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The reporter's meter up0652713 was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.7 inr qc 2: 5.7 inr qc 3: 5.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The reporter's meter up0812499 was provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.8 inr qc 2: 5.7 inr qc 3: 5.6 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.

Manufacturer narrative:
(B)(4). The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results with coaguchek xs meter serial number (B)(4), for 4 patients, when compared to a laboratory result using an unknown method. Patient 1: the meter result was 2.2 inr and the laboratory result was 1.6 inr. Patient 2: the meter result was 2.4 inr and the laboratory result was 1.8 inr. Patient 3: the meter result was 2.4 inr and the laboratory result was 1.9 inr. Patient 4: the meter result was 2.9 inr and the laboratory result was 2.2 inr. The patients' therapeutic ranges were not provided. It was noted that this was correlation data.